Event description:
The complainant alleged that while attempting to defibrillate a pt in a v-tach rhythm, the device would not charge. The customer attempted to change to manual mode and the device would not charge. The customer removed and re-inserted the battery and was able to charge the device once to 200 joules and deliver the shock. The device then would no longer work. The customer indicated customer did not have a spare battery present at the time. An ambulance service arrived and hooked up their device and the pt was found to be asystole and could not be revived. The medical examiner determined the pt had a debilitating heart disease and would have expired regardless of the device malfunction. The complainant indicated the pt's death was not as a result of the device malfunction.